Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional (hcp) that this implantable cardioverter defibrillator (ICD) appears to have not recorded a run of vt seen on telemetry monitor, the hcp could not confirm rate. Ventricular episodes stored in configured collection period appear to be non-sustained ventricular tachycardia, although atrial activity cannot be assessed due to single chamber device. Also, the monitor only zone was at 190 bpm. The ICD appears to be functioning as programmed and remains implanted. No adverse patient effects were reported.